Event description:
It was reported that the right ventricular (rv) lead exhibited decreased r-wave amplitudes, pace impedance decrease from 474 to 355 ohms, and high capture thresholds. X-ray imaging was performed. Subsequently, the patient underwent an rv lead revision procedure. The rv lead remains in service. No additional adverse patient effects were reported.